Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore tag thoracic endoprosthesis, the ilio-femoral access vessel size and morphology (minimal calcium, thrombus and/or tortuosity) should be compatible with vascular access techniques and accessories. Additionally, the IFU specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: bleeding (procedural and post treatment), neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2009, the pt underwent endovascular repair for a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. A gore introducer sheath with silicone pinch valve was used to advance the device for deployment. The pt tolerated the procedure. On (B)(6) 2009, the pt required transfusion due to bleeding from the access site. One unit of blood was transfused. The bleeding soon resolved and the pt's condition was good. On (B)(6) 2009, the pt experienced the reduced muscular power in the lower limb. The physician diagnosed spinal cord disorder. An ivh catheter was inserted and catecholamine was delivered. The pt showed good recovery. At the pt's one month follow up, it was reported that the pt exhibited good signs of recovery, with no symptoms of spinal cord disorder.